Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient death coincident with peritoneal dialysis therapy. The cause of death was unknown. It was not reported if the patient was hospitalized prior to the event of the death. The patient had been on continuous ambulatory peritoneal dialysis therapy prior to death. It was unknown if peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.